Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that biomed testing, the device prompted a "unit failed" message and the device monitor flashes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the defective hv capacitor. The hv capacitor was replaced to resolve the report. The device passed all required bench testing and an internal inspection. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.